Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported that corrosion was noted on the instrument after sterilization. No patient involvement or delay in a procedure was reported as a result of the event.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The spherical cutter exhibited significant pitting with corrosion visible in multiple areas. Various water / oxidation staining was also observed on the instrument. The cutting blades were worn that would indicate high usage. The cutter had evidence of sporadic pitting from bone fragments while cutting. Fit and function check was not possible, due to the instrument grub screw not being returned with the complaint instrument. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Further investigation has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.